Event description:
Customer reported one sample later identified with anti- e failed to react with 0.8% resolve panel a lot vra196 cell #3 (homozygous cell) but was identified using 0.8% resolve panel b. On (B)(6) 2014, the sample was screened with 0.8% selectogen and cell#2 was 2+ positive (e positive). The sample was then tested with resolve panel a lot vra196 using manual gel method with 15 min incubation and positive was seen with cell #6 only. The sample was then tested with 0.8% resolve panel b and anti- e was identified. All e positive cells reacted 1-2+ positive. Sample in question was retested with # vra196 and 30 min incubation, cell 3 showed no reaction, cell # 6 reacted 4+. However, customer is concerned with lack of reactivity with the homozygous e positive cell on the 0.8% resolve panel a lot # vra196. Qc for all reagents was acceptable. The 0.8% resolve panel a lot # vra196 cells # 3 and #6 were phenotyped for the e antigen and reacted 4+.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).